Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported condition that the third row of keys on the keypad were inoperable which was reproduced during evaluation as well as the second column of keys inoperable and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad with the third row of keys inoperable. There was no patient involvement. No additional information is available.